Event description:
It was further reported that there was a drop off in exercise tolerance. The event was noted to be related to the atrial lead. The event resolved without sequelae. The lead was noted to be part of the product surveillance registry.

Event description:
It was reported that there was noise and oversensing. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5024m-58 lead implanted: (B)(6) 1995; a7700-27 mechanical heart valve implanted: (B)(6) 1990.

Manufacturer narrative:
Corrected: if information is provided in the future, a supplemental report will be issued.